Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. Upon investigation, components were damaged on the distribution node pca, the heat shrink was separated from both sets of pulse wires in the distribution node, and the trunk cable was pulled from the strain relief. An the pca, the esd700 diode array was thermally damaged and the u723 mux component was shorted. The cause of the shorted components was the exposed pulse wires which shorted to the dn pca. The cause of the exposed pulse wires was the strained trunk cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete functional testing.